Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer was failed to open and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that row board cable had seating issue. A field service engineer reseated row board cable at drawer controller to resolve issue. Fse then inspected pyxibus cable, retractor band cable and row board cable and verified drawer functioned properly in diagnostics. The system functioned as intended after the field service engineer repaired the device.